Manufacturer narrative:
(B)(4). Unit passed self test. Unit received with same audio tone when switching from volume 5 to volume 1 due to broken trace at u1 pin 6 (sda) on keypad assembly. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer.

Event description:
(B)(4). Initial notes: pt sts that she a loose reservoir lip. The lip ring is coming off already inquired what led up to the complaint. Customer response: pt heard about the recall which led her to check her lip ring bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Type of damage is: loose. Damage occurred: unsure. Location of the damage is: loose lip ring. Is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl we will be able to replace the pump this time but we may not be able to replace for damage another time. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: I will send her a brand new pump and a silicone case ship: mmt-1780kpk/return: mmt-1780kpk

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.